Manufacturer narrative:
An investigation was performed which included a review of the information provided by the abbott field service engineer (fse), the service history of the instrument, tracking and trending metrics, as well as labeling and safety specifications for the accelerator aps. The fse resolved the issue through replacement of the cooler, inpeco model refrigerator (part number 8-205036-02). The refrigerator was not returned for investigation. The fse was able to confirm the evidence of smoke originated from the cooler, inpeco model refrigerator. The accelerator aps operations manual provides the operator with adequate information regarding electrical hazards and precautions. The operator is directed to contact the local abbott representative if any warnings or errors persist. The storage and retrieval module service manual provides instruction for the removal, replacement and verification of the refrigerator. A review for similar complaints where the issue was resolved by replacement of the cooler, inpeco model refrigerator (part number 8-205036-02) found no additional complaints. A review of complaints on the accelerator aps system did not identify any trends. There were no subsequent smoke occurrences after the replacement of the refrigerator unit. Based on this investigation a malfunction occurred with the cooler, inpeco model refrigerator (part number 8-205036-02); however, no systemic issue or product deficiency was identified for the accelerator aps.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the aps tube storage refrigerator was not keeping the correct temperature. The measured temperature was approximately 17 c. While troubleshooting the issue, the customer heard a clicking noise followed by visible smoke. There was no personal injury, impact to patient management, or facility damage reported.